Manufacturer narrative:
Product event summary:the full lead was returned and analyzed.the helix of the lead became extrinsically distorted due to pulling/stretching/overstress,the distal connector of the lead was extrinsically bent.the helix of the lead was extrinsically bent and visual summary analysis of the lead indicated damage at implant. The analyst also noted: helix is bent and stretched and will not retract. Connector pin is also bent.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the helix would not retract from the lead during implant. The lead was replaced. No patient complications have been reported as a result of this event.